Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that insulin pump has been exposed to moisture damage and the display screen is not working. Customer reported that he jumped in the pool while wearing the insulin pump. Customer's blood glucose reading was 120 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.